Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that batteries of cardiosave intra aortic balloon pump (iabp) were not charging and power cord won't retract. There was no patient involvement.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) batteries were not charging and power cord would not retract. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) states that the unit was repaired by inhouse biomed. The console was not pushed/ completely locked in all the way in the cart and biomed was able to untangle the ac cord. The console was reseated. Unit was returned to service by inhouse biomed. Unit was cleared for clinical use.